Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure and during transseptal, a pericardial effusion was discovered by the intracardiac echocardiography (ice) catheter and confirmed by intracardiac echocardiography (ice) and transthoracic echocardiography. Pericardiocentesis was performed to remove an unknown amount of fluid from the pericardial space. Patient¿s outcome is recovered. Extended hospitalization was required. The physician¿s opinion regarding the cause of the adverse event is that the perforation occurred during the transseptal phase with a non biosense webster, inc. Product. No error messages were observed on any biosense webster, inc. Equipment.